Manufacturer narrative:
Concomitant medical product: 305c25 tissue valve, implant date: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, on the same day post implant, the patient experienced intermittent, symptomatic premature ventricular contractions (pvcs). The right atrial (ra) lead exhibited high thresholds, no capture and the ra lead dislodged, same dislodgement was confirmed by chest x-ray; and the ra lead had migrated towards the ventricle, giving rise to inappropriate ventricular pacing. The ra lead was revised and remained in use, until its subsequent dislodgment and removal later that day. No further patient complications have been reported as a result of this event.